Manufacturer narrative:
A certain® gold-tite® large hexed screws (item # ilrghg) was returned for investigation. Visual inspection of the as returned products identified that the screw had fractured across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on unreported tooth # and was used for approximately 3 months. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # ilrghg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (ilrghg). Therefore, based on the available information, device malfunctions had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that a screw (ilrghg) fractured within the implant. Fractured screw piece was successfully removed. Implant remains implanted.